Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, (B)(6) 2025, she felt dizzy while the cgm displayed 92mg/dl, no fingerstick was done at that time. The patient had an apple sauce to bring her sugar up and loss consciousness. The patient¿s son found her unconscious and called for an ambulance. The patient regained consciousness after arriving at the hospital. Prior to arrival to the hospital the sensor was removed. The patient was treated with sugar water through dextrose and glucagon while in the hospital. The patient is unable to recall her bg values taken by the hospital personnel, but she said at one point her bg was 33 mg/dl. The patient was discharged from the hospital on (B)(6) 2025 and the bg was 112mg/dl. No further medication or intervention was required. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.